Event description:
During the physical therapy use on a pt at hosp. An intelect hvp shocked a pt and gave off the smell of burnt electronics. Equipment suspended from use and turned in to the clinical engineering section for evaluaton.